Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states this case reports the breakage of the tip of the first pass suture passer device. It was reported the broken pieces were removed from the patient using forceps. Based on the limited information provided the root cause of the reported tip breakage could not be determined. Although we cannot rule out a procedural variance as the likely cause of the reported event. Based on the information provided, the procedure was completed with a s+n back-up device with non-significant delay. Since there were no patient complications reported, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a root repair procedure, when instruments were inside the patient, the tip of the first pass device broke and broken pieces were removed from the patient using forceps. The procedure was completed with a s+n back-up device with non-significant delay. No patient complications were reported.